Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a drainage procedure performed on (B)(6) 2025. During procedure, the stent first flange failed to deploy appropriately and moved out of its intended location into the stomach. The device was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.